Manufacturer narrative:
Documented here due to current system limitation: e2 (health professional): no. E3 (occupation): non-health professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: cable leakage. A device history review - DHR was conducted, and no issues were identified. Based on the results of the investigation, no nonconformities were found related to this complaint olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject product exhibited a cable leakage. There was no patient involvement.